Event description:
Reporter alleged blood glucose measured 445 mg/dl compared to the doctor's measurement of 132 mg/dl when testing was performed within 5 minutes of each other. No actions were taken or treatment reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.